Manufacturer narrative:
Unique identifier: (B)(4). The test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr and qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. Customer did not know which meter was used for the test. At 1:56 pm, the meter result was 2.6 inr. At 2:35 pm, the result from the laboratory was 2.0 inr. The customer was not sure if the meter test was done using strip lot 49682614 or an unknown lot number. The patient's therapeutic range is 2.0-3.0 inr.